Event description:
Per the surgeon's report, this patient was hit in the head by a car door over the implant site. After the incident, he could no longer hear with his implant, all of his external equipment was exchanged, but this did not resolve the problem. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Explantation/reimplantation surgery plans were not reported to cochlear.

Manufacturer narrative:
This type of event is addressed in the device labeling.